Manufacturer narrative:
(B)(4). (Method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed. A follow-up report will be sent to the FDA.

Event description:
The pt was scanned in a head first/dorsal position with the sense body coil. After the examination, third degree burns were found on the left upper arm and thighs.